Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that they were unable to replicate the reported issue, as instruments could be added to the procedure and registration could be completed. However, the suspect microscope probe could not be obtained by the representative during testing. No parts were replaced. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, an imprecision was observed when adding a microscope probe into the procedure. It was reported that a 0.5 inch imprecision was observed as well as the bone type model changing to a 3d skin model in the application software. The surgeon opted to complete the procedure without the use of the navigation system. It was noted that the tumor was superficial, and that the procedure was completed without any impact to the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
The data set provided by the site and was reviewed but this was only a patient data set and not an archive. Unable to reproduce in lab with demo exams and the software application.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.